Event description:
It was reported that resistance was felt when attempting to place the delivery system through another company's previously deployed stent. Excessive push force was applied to overcome the resistance, resulting in stent dislodgement in the rca. The retained stent was removed from the coronary in surgery.